Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event report. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient is not feeling stimulation and the amplitude is auto-reducing. Diagnostic testing revealed impedance issues. No further information is available at this time.